Event description:
It was reported that a tecnis 1 piece zcb00, serial number (B)(4) was implanted at a hospital in (B)(6). The inner packaging of this intraocular lens (iol) provides the serial number patient identification label. This lens was reportedly implanted successfully without incident. The outer packaging for the same serial number, (B)(4), was found at a different hospital. The inner packaging of this lens showed serial number (B)(4). This lens was not used and has been returned to the manufacturing facility for investigation. This MDR submitted for serial number (B)(4). A separate MDR is submitted for serial number (B)(4).

Manufacturer narrative:
Pt age and gender: unknown. Implant date: unknown. Explant date: not applicable; iol remains implanted. Initial reporter telephone number: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens case was received in a re-sealable plastic bag that included the original packaging components including folding carton, implant notification card, and an unopened inner pouch with the lens case. Serial number on the box carton label and insert label did not match the serial number on the lens plastic case label. The insert label matched the lens plastic case label. Box carton label had serial number (B)(4), the lens case label had serial number (B)(4), and the insert label had serial number (B)(4). The complaint of labeling was verified on the returned product. A review of the manufacturing records was performed. Manufacturing record review for serial number (sn) (B)(4) was conducted based on possible failure modes that could have lead to lens case label serial number (B)(4) and insert label serial number (B)(4)packed in a carton box with serial number (B)(4). The review of the documentation presented in the manufacturing record showed that there was no discrepancy related to quantity found in the production order. No deviation or non-conformances (ncr) due to packaging/labeling issues were generated. Lenses are inspected one at a time and loaded into a lens case immediately after finishing inspection. A lens case label ID with a unique serial number is applied to the lens case maintaining diopter results traceability. This label is automatically printed immediately after measurement to avoid any potential mix up. The miq results for serial number (B)(4) was found within specifications. Each lens case label (pouch) is matched with the corresponding serial number labels stickers before placement into the folding carton box. The operators must verify that all material included in the package is placed inside the carton box. Once each carton box is completed then it is closed placing the corresponding label at one side of the box and is sealed with the tamper evident sticker on the other side. After this process step, folding cartons/boxes are not opened. Operator signs the manufacturing record as a confirmation of complying with established procedures. There were no discrepancies identified in the documentation reviewed. All process operations presented in the manufacturing records were found in compliance. The line clearance check list form was found with the correct production order information. No deviation or discrepancy was found in the documentation. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.